Event description:
Customer states that the employee is allergic to latex and used the derma prene isotouch white glove, however inside was a latex glove. The employee went into a 'anaphylactic shock' as a result.